Event description:
It was reported that, during use on the patient the cardiosave intra-aortic balloon pump (iabp) unit would not "populate" blood pressure numbers. There was no report of harm or injury to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6 h2, h3, h6(type of investigation, investigation finding, investigation conclusion) h11 a getinge field service engineer (fse) onsite verified pump could read bp and ECG reading. No issues occurred when patient simulator was connected. Unable to duplicate said failure, pump returned to customer.

Event description:
N/a